Manufacturer narrative:
During inspection and testing, the tissue pad in the grasping section was worn away and partially missing. The metal part of the grasping section was visible through the tissue pad. The piece was returned with the device. A review of the device history record found no deviations that could have caused or contributed to the tissue pad damage. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad damage occurred due to output being activated while grasping nothing (including continued activation after cutting tissue) causing the distal end of the tissue pad to peel away, and the tissue pad fell off when additional pulling load was applied. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. In addition, the coating of the probe was partially peeling due to activation in seal and cut mode for a long duration while no tissue was grasped (including continued activation after completion of tissue cutting) and the coating on the grasping section was partially peeling due to dirt being scraped off with something hard. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the grasping part of the subject device broke off five minutes after starting an unspecified therapeutic procedure. The piece was hanging loose and was removed from the patient with the device. The procedure was completed with another similar device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad in the grasping section was worn away and partially missing. This report is being submitted for the malfunction found during evaluation (tissue pad partially missing).